Event description:
It was reported that bupivacaine was added to the baclofen in the pt's pump. The pt was on 1350mcg/day of baclofen (2000 mcg/ml) and 6.75 mg/day of bupivacaine (10 mg/ml). The pt experienced dizziness, nausea and lethargy. The pump volumes were checked; the expected volume and the actual volume measured equally. The dose was then weaned down to 96 mcg/day of baclofen and 0.48 of bupivicaine and the pt did not experience any withdrawal symptoms. They attempted to do a system content removal procedure, rinsed and changed the reservoir of 2000mcg/ml of lioresal without the bupivicaine. They were unable to aspirate the catheter via the cap (catheter access port) under fluoroscopy; it looked like they were in the cap, but they were unable to get any fluid back. The pump remained at the 96mcg/day dose. The physician had planned to do a catheter dye study with possible catheter replacement. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).